Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that it was a urologist in (B)(6) where event was done at. No further complications were reported.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0k1a5, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was told by the manufacturer¿s representative that one of their electrodes was not working at implant but the rest were. There were no further complications reported or anticipated.